Event description:
It was reported that during implant attempt, the lead could not be removed for repositioning as torgue did not appear to transfer to the tip. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary(B) (4) no anomalies found.